Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's air inlet foam filter was replaced preventively. In addition of the above evaluation, the blower needs to be replaced. Muffler assembly and blower bellow are contaminated. Blower mounts re damaged, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
In the previous report, section e1 reporter country should be italy. It has been corrected/updated in this report.